Event description:
On (B)(6) 2025, the patient underwent percutaneous transhepatic cholangiography and drainage chronic catheter placement using navarre drainage catheter under ultrasound guidance. During the procedure, the length of trocar needle was allegedly longer than catheter too much. The procedure was completed by replaced with another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation, one photo was provided for review. The photo shows a partial view of the navarre catheter in which the trocar is seen to be protruding beyond the catheter tip. A complete view of the drainage catheter is not visible to confirm the defect. Therefore, the investigation is inconclusive for the reported trocar longer than the catheter. A definitive root cause could not be determined based upon the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, the patient underwent percutaneous transhepatic cholangiography and drainage chronic catheter placement using navarre drainage catheter under ultrasound guidance. During the procedure, the length of trocar needle was allegedly longer than catheter too much. The procedure was completed by replaced with another device. There was no patient contact.